Event description:
The olympus employee reported on behalf of the customer that the single use 3-lumen needle knife v was stuck in the evis lucera duodenovideoscope channel and came off during an unknown procedure. Needle knife dropped inside the patient¿s body. Nothing was left inside the patient as the broken parts were retrieved from the patient. No clinical impact and procedure completed with the same scope. No delay was reported. No patient harm was reported. The following 2 patient identifiers for below 2 olympus devices that were involved during a single event. 1)patient identifier #: (B)(6), single use 3-lumen needle knife v, model: kd-v441m; serial number- unknown. 2)patient identifier # (B)(6), evis lucera duodenovideoscope, model tjf-260v; serial number- (B)(6) (this report).

Manufacturer narrative:
The device was returned to olympus for evaluation. The instrument was visually inspected externally for damage an no abnormalities or associated damage were identified during the inspection. A comprehensive leakage check was completed and the device was not leaking. The endoscope has been fully investigated, the integrity of the channels has not been compromised. The customer specified fault could not be confirmed. The light cover glasses adhesive was worn. The outlet pipe condition sealant was pitted. The distal end cap was worn. The up and right angle were not to specification. The investigation is ongoing a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event "the needle knife stuck in channel of the subject device during the procedure, and then fell into the patient¿s body. The needle knife was retrieved." Occurred due to breakage of the knife. However, the cause of the breakage could not be specified and the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "operation manual: 4.2 using endo-therapy accessories." Olympus will continue to monitor field performance for this device.